Event description:
Caller reported cgm error 42, but no adverse impact to the customer's blood glucose level was noted. Cts provided assistance for resetting the pump, and the caller did not experience the error again after the reset. The sensor session was started successfully by the caller.